Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no known reason as to why there is a high impedance or why oor is not allowing the patient to increase stimulation on the lead that seems to be intact. Because the patient increases and decreases stimulation throughout the day they set up 3 groups with 3 different amplitudes so that he can change by switching groups. This was confirmed with account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got error 1703 on the patient handset. The manufacturer representative (rep) had the patient turn everything off and on and then they were able to get to the patient settings screen. When they tried to increase the amplitude, they got error 1098. The rep called back stating they were with the patient and are seeing out of regulation (oor) message on the tablet. All contacts with electrode 11 on the right lead shows investigate. Electrode 1 with monopolar shows >5k ohms and electrode 11 with bipolar shows >10k ohms. The patient is programmed with 10/11. The patient was attempting to increase the left side at home from 0.9ma to 1.5ma. The patient is programmed c+2-, therapy impedance 897 ohms. Monopolar impedance: c0: 1162 ohms c1: 934 ohms c3: 1018 ohms the patient was sitting in the chair reaching for their patient handset when the error message occurred. The rep re-checked impedances which showed the same value with the patient sitting on the chair reaching for their patient handset. The rep will program the patient with two different group so the patient does not have to increase their amplitude when needed. No patient symptoms were reported.